Manufacturer narrative:
(B)(4). Yaire medical received lp infant flow generators, from the same lot as the suspect device, from the customer for evaluation. Upon completion of the device evaluations, a follow-up report will be submitted.

Event description:
The customer reported that the exhaust tubing disconnected while the device was in use on a patient. The patient required manual positive pressure ventilation. The customer inspected the tubing and noticed it appeared too large and did not have a proper seal.

Manufacturer narrative:
Results of investigation: vyaire medical received twenty (20) unopened suspect devices, infant flow lp generator/nasal prongs, from the same lot reported and evaluated the devices. An evaluation of the devices did not duplicate the reported issue. No issues were found with the devices. A device history record review was performed and no issues were found.